Manufacturer narrative:
Lot number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event is related to device and revascularization as clinically driven target lesion revasc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic standard pta was used to treat the left anastomosis. Approximately 20.5 months post procedure the patient suffered avf stenosis and was treated with a non-medtronic pta of the anastomosis and medication. The patient recovered and the investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.